Event description:
It was reported that for the month and a half prior to the report, when the patient charged, she felt a shocking sensation. This occurred 3 minutes into the charge and would last 10-15 minutes. The patient stated when she just had the belt on and wasn¿t recharging, she would again feel the shocking sensation. The patient was to follow up with their physician regarding the shocking. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).